Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/04/2020.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pg2946, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the surgery completed successfully? Yes. Was the surgery delayed due to the issue? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on an unknown date; and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/05/2020. H3 evaluation: an unopened sample of product was returned for evaluation. The complaint sample was not returned for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand with no defects or damages observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no suture needle pull off was found, and the tested sample met the finished goods requirements.